Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported problem could not be reproduced during evaluation and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed low battery and external battery warning alarms when connected to an external power source. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device data logs were returned to resmed for an investigation. Review of the device data logs confirmed the reported device battery alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the battery alarms was an isolated component failure within the device battery assembly and software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed low battery and external battery warning alarms when connected to an external power source. There was no patient harm or serious injury reported as a result of this incident.